Manufacturer narrative:
(B)(4). This is 2 of 2 allegations of inaccuracies. The patient reported 2 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint record (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the abdomen. This report is to capture the 2nd event with similar details but occurred on a different event dates. On (B)(6) 2024, the patient experienced fainting. An ambulance was called, and the patient was taken to a clinic. The patient was hospitalized for 5 days, and they removed the sensor. They performed tests and consultations with endocrinologists and heart specialists. The patient was treated at the hospital, but she could not remember what medication was provided. At the time of the report the patient was normal. At an unspecified time of the event the cgm reading was low, and the bg reading was 153 mg/dl. The patient alleged that the cgm was not accurate and ¿way off¿ causing her to be hospitalized. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid at unspecified time. No additional patient or event information is available.